Event description:
After being treated with a urethral bulking implant, bulking material was found in the pt's bladder and surgically removed. Additional info has been requested. No further info or complications have been reported.